Event description:
It was reported that during an unknown procedure, the first five reloads where fired without any problem. Good staple formation, no problems. When the surgeon wanted to close the enterostomy he placed and closed the device with white reload on small bowel. He re-opened to manipulate the small bowel a bit more into the jaws of the device. When he took the first stroke a loud noise was heard, he was able to complete all three strokes. The knife did return to its original place. After that the knob at the back was pushed but the stapler was locked on tissue. Manual release trigger did not function after several times being pulled back. Stapler was locked on the tissue. An orthopedic osteotome (chisel) was used to open the back of the device. Then the manual release trigger could be pulled back more but with a loud noise (three times pulled back). Stapler could be opened after the sales rep told them to use a bit of force the re-open the closing handle: the closing handle sprung open and stapler was retrieved from patient. Staple line was well formed. Procedure was finished with another device with white reload uneventful. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Idler gear the analysis results showed that one ec60 device was returned with the shrouds opened and with a fully fired reload loaded on the device. The firing mechanism was noted to be damaged as the knife was in the home position and the three stroke indicator was between home and 1; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components and the release button and several idler gear teeth were noted to be damaged, in addition the idler gear and indicator gear were noted to be desynchronized. This is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. When attempting to fire, significant resistance will be felt as the release button is blocking the path of the indicator gear rotation resulting in the indentation of the anvil release button. If the firing stroke is continued past this point, the idler gear can get damaged and get out of synchronization as the indicator gear does not move due to the interaction with the release button. Furthermore the indicator gear pushes into on the release button, resulting in damage or breakage of the release button post clearing the path of the indicator gear and being able to continue with the firing stroke. Once the gears are not synchronized the device will not open as the position of the indicator gear has to be home in order for the device to open.